Event description:
On-q antimicrobial expansion kits with silver soaker antimicrobial catheter silver soaker 7.5 in. Needle 8-inch x 17 ga, lot# 30193095, exp. Date: [redacted date], ref# pm050. A catheter occluded out of package and unable to be used per [redacted name], md during case. Catheter placed in patient labeled biohazard bag and placed inside appropriate cabinet for review. No harm to patient.